Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports that pt/inr cartridges that yield an unexpected result on a patient. There was no additional patient information available. The patient was treated on the lab result. Time method pt/ inr sample 8:44am I-stat < 0.9 a 8:45am lab 3.7 b based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).